Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: the device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.